Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was not working. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) was not working. No anomalies were observed during functional testing. It was indicated that multiple external components were damaged. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.